Manufacturer narrative:
The device was not available for evaluation. The observed risk level is within the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to hardware error.